Manufacturer narrative:
Upon receipt of the catheter, a team consisting of research and development, manufacturing engineering, quality, and regulatory met to evaluate the returned catheter. The distal end of the catheter was separated approx 4" from the distal end. The inner lumen and microcables were also separated such that there were two completely separated pieces of the catheter. The distal shaft was 'zippered' open and the inner lumen was 'accordioned'. The distal end of the guide wire was still in the catheter distal end and was also broken. Product labeling contains precautions not to advance guide wire against significant resistance, and if binding occurs between catheters and guide wire while inside the pt to carefully remove both the wire and catheter and do not use. No evidence was seen that would lead us to conclude that the catheter was out of specification.

Event description:
Ivus catheter was stuck in lima. The doctor pulled it out with difficulty, and then the ivus catheter and wire broke off in descending aorta. Both catheter and wire were able to be snared out.